Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, entrapment with a guidewire occurred. The physician was attempting to treat a lesion located in the iliac artery with an express biliary ld 7.0x40x75cm stent. The device was loaded onto another manufacturer's guidewire, but became stuck on the guidewire. The procedure was completed with a different device. There were no reported patient complications. The patient status is listed as "good". Additional information has been requested and is not available. This product is only ous approved, but it is similar to an approved u.s. Device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).